Event description:
The customer reported leakage from the septum of the maxplus clear during an infusion on an oncology unit. Medication was identified as "IV fluid." Although limited details are available, no pt harm was reported.

Manufacturer narrative:
(B)(4). The customer complaint could not be confirmed because the affected product was discarded and not returned for failure investigation. The root cause of this failure was not identified.